Manufacturer narrative:
On 7/26/2018: upon follow up, customer reported that the pump began to charge successfully when plugged into a power source, and that the customer has resumed use of the pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) level was 146 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.